Event description:
The lay user /patient contacted lifescan (lfs) (B)(4) on (B)(6) 2011 alleging inaccurate high readings on their one touch vita meter. The patient was comparing his meter reading to feelings/ normal results and comparing to the nurse's meter. The patient was getting upset with the customer care advocate (cca) asking questions. A medical surveillance specialist (mss) sent follow up questions; however, the customer care advocate (cca) was unable to get in contact with the patient. The following is based on the initial call placed by the patient. On an unspecified date and time the patient obtained a 230 mg/dl on their lfs meter. He took either 10 or 12 units of insulin and approximately 1.5 hours later the patient developed symptoms of perspiration, headache, and absence feeling and afraid he was going to into a "coma state". There is no information on whether or not the patient sought any medical attention or self-treated based on the symptoms. There is also no evidence whether or not the patient retested when exhibiting the symptoms. At an unspecified time and date the patient compared his meter to the nurse's meter. Readings on either device was not provided. There is also no information on whether or not the patient received any medical treatment after the comparison was done. Products were replaced and requested back for investigation. The complaint is being reported since the patient alleged that due to the alleged high reading, he took insulin and later developed symptoms suggestive of a serious injury based on lfs definition.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510 (k) # is k082513.

Manufacturer narrative:
Follow-up # 1 (10/28/2011)-device evaluation: the meter involved with this complaint has been returned and evaluated by product analysis on (B)(6), 2011 with the following findings: the meter has passed testing with no faults found. A DHR (device history record) was completed for this product and no deviations, non-conformances, or reworks were observed. The retain test strips were tested and they passed testing with no faults found. Lifescan (lfs) has requested the return of the test strips for evaluation. If the test strips are returned lfs will evaluate them and inform FDA of those findings in a supplemental report. At this time, lifescan considers this matter closed.